Event description:
Patient reported, additional left side information of "left dentures. Adhered capsule, light yellow refracting material with folds". And "several health problems, due to the prosthesis. Including the contracture was at grade IV. With inflammation in the capsules. And the prosthesis was recalled". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported left side capsular contracture baker grade iii. The device remains implanted.